Event description:
Placement of integra reverse shoulder prosthesis on (B)(6) 2014. One week later glenosphere global head dislocated. Returned to surgery on (B)(6) 2014 and replaced. Patient now has reported that the femoral stem came loose earlier this month. Surgery #1 (B)(6) 2014 - placement of integra reverse total shoulder. I have performed over 100 reverse total shoulders but this is the first integra system I have used. I have never had this type of problem before. In my opinion, the design of the system is extremely prone to separation and must be poorly manufactured. The morris taper of the cup was properly engaged at the time of the first insertion and in fact the glenosphere was tested by pulling on it with extreme force. It was engaged. The first post op x-ray shows the glenosphere disengaged from the morris taper. The patient felt and hear a loud "thunk" while using his arm the day before. We returned to surgery and re engaged the glenosphere. The humeral cup had appropriate version but I increased it slightly to further stabilize the system. The cup mechanism was replaced with a new deeper cup and impacted in place over the morris taper and further secured with the centering screw. This mechanism was likewise tested. First post op x-ray shows slight separation of the stem and cup but because of the locking screw I believed it to be secure. The patient obtained a second opinion because of a sudden increase in pain and x-rays showed the morris taper and locking screw in the stem to be further separated and most likely unstable. To have both morris taper mechanisms fail despite proper engagement at the time of surgery leads me to believe that there is a design flaw with their system.